Event description:
During a hepatectomy procedure. The clips did not load properly. The surgeon applied another device without pt injury.

Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.